Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set-up for a tka procedure, the real intelligence cori has experienced a few blackout scenarios where after the machine is on and calibrated the system has shut itself off completely. Had to reboot to turn back on. Case was completed with a different cori unit at account. As this happened before surgery, there was not patient involvement.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. During testing, no blackouts were observed during cases, however a communication failure was observed due to the drill connection receptacle which forced the case to close. The most likely cause of this issue seems to be a bad drill receptacle port or wiring, which causes communication failures that force the user to quit the case. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.